Event description:
Infection. Pt (patient) was found to have mrsa (methicillin-resistant staphylococcus aureus) bacteremia via blood cultures. Subsequent tee (transesophageal echocardiogram) demonstrated a mass consistent with vegetation on the atrial lead. Reference report: mw5155324. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).